Event description:
It was reported that an 8f vip angio-seal was selected for use post procedure. When the physician placed the angio-seal sheath and arteriotomy location over the 035 j wire, he noticed a different feel to the sheath. As he removed the arteriotomy locator, the sheath appeared to shred into pieces while in the tissue track. The sheath continued to break apart and resulted in pieces of the sheath in the arteriotomy track and inside the vessel. The pt was then brought to surgery where all the particulates were surgically removed. The pt is reported to be recovering. The angio-seal devices at this hospital are stored in a pixus unit.

Manufacturer narrative:
No product was returned. Review of the device history record confirmed this lot met mfg requirements prior to shipment. Based on the info provided to st jude medical, the cause of the reported incident could not be conclusively determined. The angio-seal instruction for use (IFU) states that the angio-seal should be kept away from sunlight, including uv light.